Manufacturer narrative:
(B)(4).

Event description:
Lv lead impedance out of range. Lead error reported on hm. Pocket manipulation revealed noise on lv lead. Suspected connector in header issue. Lead remains implanted.

Manufacturer narrative:
This device and the lv lead remain implanted. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.